Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The cable has cut and crack on the device. There was a failure in the ccd unit. Coupler mount has broken and the coupler was stuck inside the device. The device ring and the switch were dirty. The device plate and the ring were discolored. He exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the endoscopic image was not displayed and flicked due to a defective cable unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the cable and ccd unit were broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken cable by the user or the broken ccd unit by uv deterioration of the sensor materials. If significant additional information is received, this report will be supplemented.